Manufacturer narrative:
Apoc incident#: 911638 (cartridge), apoc incident#: (B)(4). (I-stat), serial number: (B)(4). Product#: 06f16-10r, PMA/510k#: k103195, UDI: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges and analyzer that yielded a false positive discrepant result of 0.16 ng/ml on a 34 year old female patient presented with chest pain. There was no additional patient information at the time of this report. Return product (cartridge) is not available for investigation. Customer also alleging analyzer (sn: (B)(4) and it is being replaced and returning for investigation. Method date collected tested result (ug/l) sample I-stat on (B)(6) 2023, 17:25, 17:30, 0.16, a, I-stat on (B)(6) 2023, 17:25, 17:42, 0.00, a, I-stat on (B)(6) 2023, 17:25, 17:51, 0.01, a. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 22-feb-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a22226a.